Event description:
The surgeon did not use a suture to secure the generator during the implant surgery, which was most likely the cause of the migration. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had generator replacement surgery due to low battery, and the generator had migrated down 5cm in the breast area. The cause of the migration was unknown. The migration was identified prior to the generator replacement surgery, which was done to preclude a serious injury. No further relevant information has been received to date.